Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was rough housing and the pump touch screen became shattered and unresponsive. The customer's blood glucose (bg) was 580 mg/dl; insulin pens were used to address the high bg. Reportedly, customer reverted to insulin pens for insulin therapy.